Event description:
The nurse spikes the fluid bag and the diaphragm moved upward into the neck of the bag and then moved back down. Once the bag was hung, fluid started to leak around the diaphragm and spike. (B)(6).